Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the torn cable could not be identified based on the information obtained from this complaint and the results of the investigation. The camera cable was damaged (torn), and it was not possible to maintain the airtightness of the present product, which allowed moisture to enter the interior, leading to flooding of the camera cable and main unit imaging. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a torn cable, camera cable was flooded, and the main unit's image capture was flooded. There was no patient involvement.